Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of program changed by device (therapy reset) could not be confirmed in the device logs due to the logs being empty, but was duplicated during pal evaluation. The lead acid battery and digital board voltages were within specification, but the device had no power indications. Leds on the digital board were not blinking indicating a problem with the digital board. An inspection of the digital board revealed the lithium battery holder was defective by not making a proper connection. A visual inspection revealed corrosion on the lead acid battery and harness terminals. The cause for therapy reset was determined to be a defective lithium battery holder. The device's service history record was reviewed and no issues were identified that may have contributed to the therapy being reset. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a therapy reset problem on a homechoice (hc) machine at power up. The patient was not connected. The home patient (hp) stated that at power up the hc alarmed and the display read total volume (tv) = 200 ml. The baxter technical service representative (tsr) assisted the hp with troubleshooting, explained the issue, assisted with swapping the hc device and advised to notify the nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the issue with the hc cycler, it was revealed that he had just finished therapy and disconnected when this happened. Per hp, he had no issues during therapy. However, after the therapy, the hc started to alarm and then shut down. Per hp, the hc machine would not turn on after it was shut down. The hp confirmed that he did not perform therapy after the hc started the troubles, as he could not even start the machine. The hp has received a replacement, and therapy is going well. The hp is doing fine. No patient injury or medical intervention was indicated. No further information was provided.